Event description:
Pt underwent therasphere treatment to the left lobe of liver. Pt received 155 gy during uneventful infusion. During the following 2-3 mos the pt experiened midepigastric abdominal pain, which was exacerbated by eating. Also, some anorexia, but no nausea or vomiting. Four mos later upper gi endoscopy was done on an outpatient basis. It showed a cratered non-bleeding 10mm ulcer in the pre-pyloric region of the stomach and another cratered non-bleeding 9mm ulcer in the proximal bulb of the duodenum. Biopsy revealed antral mucosa showing mild chronic gastritis with superficial erosion. Clotest was negative. The pt was given prev-pak to take for 14 days. At the follow-up visit with oncologist 16 days later the pt was feeling better and was advised to continue protonix.